Event description:
It was reported the lead was removed due to infection. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow-up is not initiated on reported infection as it is related to a patient condition and not device performance.